Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic neck dissection, the device¿s clip was applied to an artery and the patient started bleeding. Procedure was converted to open and surgeon used suture to stop the bleeding. As a result, patient¿s incision extended for more than 1 inch, blood loss more than 500cc which required blood transfusion due to the product problem. Patient status: unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with thirteen clips remaining. Dried bodily fluids on the distal end of the instrument. No other visual abnormalities were observed with the instrument. Functionally; the handle would not cycle. The instrument was disassembled, and all components were found to be acceptable. Dried bodily fluids were observed in the shaft of the device preventing the instrument from firing. The reported condition was not confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if bodily fluid builds up inside the shaft of the instrument. This may interfere with clip loading and prevent the instrument from firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.